Manufacturer narrative:
(B)(4) device portion remaining in the pt is not labeled. (B)(4) separation is not labeled in the IFU. Although the complaint device was not returned, four images were provided: 2 show a segment of the tip separated and free in the vasculature while the other two show complete separation of the pigtail distal end from the catheter shaft after removal from the pt. There is no evidence of color change indicative of uv radiation and/or elevated heat exposure. Quality control performs a (B)(4), 100% inspection, verify surface of catheter is free of damage and excess bumps or roughness. Wire braided catheter surface must also be free of exposed wires. Instructions for use states, "due to thinwall construction, extreme care must be exercised during manipulation and withdrawal. Catheter insertion through a synthetic vascular graft should be avoided whenever possible." Records indicate the device was used within 3 months of the expiration date. Additionally, the process of bonding the tip to the shaft has been validated (B)(4). Finally, CAPA was previously initiated based on prior complaints of tip separation for this product family; however, no complaints have been received relevant to CAPA since it was effectively implemented (B)(4). Appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events.

Event description:
The first product: the distal part broke when removing the wire guide. Add'l info received (B)(6) 2011: there was normal femoral access with needle, the physician had put a long wire guide. The physician removed the needle and put a catheter pig tail in the aorta artery. So, when the physician removed the wire guide to do angiography, the distal catheter pig tail broke and a small piece of the distal catheter went into the lumbar artery. The physician did not remove the piece from the lumbar artery. Immediately, the physician removed the catheter and the pt is doing well.